Manufacturer narrative:
Concomitant products: product ID: 39565, lot#: unknown, product type: lead. Product ID: 39565, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) neurologic pain problem. It was reported that the ins no longer worked before reaching elective replacement indicator (eri). Ins replacement surgery was performed. The device did not show any defect before this operation. The 0-7 electrode got stuck and the physician had to break the ins in order to be able to carefully remove the electrode from the 0-7 tunnel. The physician could see the oxidation of a stud of the electrode. Succeeded in undoing the strand of the electrode, allowing the strand to be reconnected to the new ins. A single pad(stud of the electrode) no longer worked and had impedances greater than 10,000 ohms. Not being able to question the ins before the operation, it was unknown if this was due to the oxidation of the stud or not. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was clarified that the electrode has not been replaced. Only the oxidized pad was not working. This was a choice of the surgeon.